Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 and non-penumbra sheath. During the procedure, while advancing the cat6 without a peel way sheath and through the sheath, the physician experienced resistance, and the cat6 became ovalized at the tip. Therefore, the cat6 was removed. The procedure was completed using a new cat6 with a peel away sheath and the same sheath. There was no report of an adverse effect to the patient.